Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of thrombus could not be confirmed and no device-related issues were identified during the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 5¿ from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient underwent a semi-urgent pump exchange on (B)(6) 2015 due to embolic phenomenon involving the spleen, right calf, probable head and kidneys. The patient had a persistent (B)(6) infection assumed to be from an infected lvad. There was high suspicion that the embolic phenomenon was more related to infection/vegetation than thrombotic phenomenon; the patient¿s pump parameters and lactate dehydrogenase levels were reported to be stable with coumadin and aspirin therapy on hold. Blood cultures on (B)(6) 2015 were negative. The patient¿s PICC line was discontinued. The lvad was assumed to be infected and the source of the embolization. A pump exchange was being contemplated at that time even though the sewing ring and outflow cannula would be left in place, which might not entirely clear the infection but might decrease the embolic burden. The patient had been reactivated on the transplant list as status 1a prior to the pump exchange despite heparin therapy, stable infection, and a resolving subarachnoid hemorrhage. However, the pump was ultimately exchanged to help decrease the burden of the embolic phenomenon in the context of persistent sepsis despite IV antibiotics. A summary of the embolic history follows. There was no information provided regarding the splenic or kidney angiography. (B)(6) 2015: CT-angiography of the right lower extremity noted blood flow cut-off/interruption or diminutive areas of flow in the following arteries likely secondary to clots vs. Vegetation: tibioperoneal trunk, proximal posterior tibial artery, posteriotibial artery, mid-distal tibia, and peroneal arteries. The anterior tibial artery demonstrated patent flow throughout. The patient¿s right calf and ankle were slightly more edematous than the left. CT-angiography of the head found hyperdensity concerning for subarachnoid hemorrhage in the right occipital territory, together with some indistinctness in the gray-white junction which may suggest that there was an underlying stroke. There was no evidence of dural venous sinus thrombosis or flow-limiting stenosis. The patient reported no neurological complaints/symptoms. (B)(6) 2015: CT-angiography of the chest noted the lvad was in the expected position with no evidence of outflow tract or left ventricular thrombus. (B)(6) 2015: an echocardiogram noted no clear vegetation / no evidence of endocarditis. The aortic valve was thickened but had no clearly mobile mass. The left ventricle was of normal size with grossly mild lv dysfunction. There was no significant change from a previous study on (B)(6) 2015. (B)(6) 2015: repeat head CT-angiogram revealed a stable appearance of small evolving areas of subarachnoid hemorrhage within the right occipital lobe. There was no new hemorrhage. No additional information was provided.

Manufacturer narrative:
(B)(4): the device was returned for investigation. The evaluation is not yet complete.no further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.